Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the reported complaint was confirmed. The probable cause of the failure was likely due to resistance encountered during advancement. Forceful advancement against resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly inside the introducer sheath. This damage was incidental to the reported complaint and likely occurred due to the pusher assembly fracture. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the reported complaint was confirmed. The probable cause of the failure was likely due to resistance encountered during advancement. Forceful advancement against resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the pusher assembly could not be advanced at all. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2021-02326.

Event description:
The patient was undergoing a coil embolization procedure in the anterior inferior cerebellar artery using penumbra smart coils (smart coils). During the procedure, the smart coils would not advance from the starting positions of the introducer sheaths. Therefore, the smart coils were removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section g. Box 4. Date received by manufacturer additional information: please note that the following code was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 1. Section h. Box 6. Result code 5: 3243 h3 other text : placeholder